Event description:
Rptr had implants placed following mastectomy for fibrocystic disease. Rptr has had one breast surgery, begining with the first implant surgery. She does not have implants currently, calcium deposits occurred bilaterally and biopsies were taken of tissue samples examined pathologically. Medical professionals have confirmed silicone outside the breast scar tissue capsule, "throughout entire system". Rptr claims she had numbness in the surgical area bilaterally, both implants ruptured, and she had bilateral capsular contractures with bilateral open capsulotomies as treatment. Rptr also claims that the ruptured implants had bleeding through the envelope. Rptr claims to have been diagnosed with the following after implantation: chronic urinary infections, interstitial cystitis, blood pressure, other neuropathy, carpal tunnel syndrome, anxiety and/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, getting lost or confused, balance disturbances/vertigo/dizziness, chest/rib cage, pain and/or burning sensation, inflammation, elevated triglicerides, nerve damage, rapid deterioration of eyes, thyroid problems, chronic pain, chronic discoloration (red or blue), heat or cold sensitive, raynaud's disease, frequent low grade fever, chronic diarrhea and/or constipation, esophagitis, duodenitis and/or gastritis, irritable bowel syndrome, substantial hair loss not connected with medications, frequent migraines / severe headaches, hypersensitivity or allergies to: chemicals, molds, dust or pollen, insect bites or stings, unusual chronic infections, connective tissue disease, sjogren's syndrome, scleroderma, inflammation, swelling, pain/arthralgia, rheumatoid arthritis, persistent joint stiffness, chronic swollen lymph nodes under arms, chronic unexplained muscle spasms, frozen shoulder, muscle pain and burning, muscle atrophy, fibromyalgia, unexplained rashes, sun sensitive, unexplained severe itching, numerous moles, freckles, etc, chronic insomnia, non-restorative sleep, chronic fatigue syndrome, long-term extreme fatigue, granulomas or silicanomas, clumsiness/drop things, and misjudge distance/run into objects. History of present illness: the pt is a 62 year old white female with breast implants which were placed in both sides in 1973 and removed secondary to rupture and discomfort with other symptoms in june of 1992. The pt has had, since several months after the implants, complaints of chronic fatigue syndrome with inability to work that resulted in her quitting her job 10 years ago, secondary to weakness and disability. Approx 6 months after the implants, she developed weakness in the calves of both legs, with pain in the muscles of the calves which is persistent to the present time. For approx 10 years she has had dry eyes and uses artificial tears. If she does not use them, she has a feeling of "sand in my eyes" and redness. She complains of dry mouth but does not have to sip water in order to chew food, however she does have difficulty swallowing which has been going on for 5-6 years in its worse state, and she feels that food gets stuck in her throat in the mid chest region. For the past 5-6 years, she has also had severe raynaud's phenomenon, with cold producing blue to pale changes in her fingertips with pain; on rewarming they become red an mottled and burn before returning to a normal color. She also has had complaints with swelling in the small joints in her hands. She also has had pain in the knees and ankles. The ankles do become swollen from time to time. She has some swelling in the wrists and elbows, but less frequently than in the other joints mentioned. She has a negative history of psoriasis and inflammatory bowel disease. Beginning several months after the implants, the pt did begin developing ulcerations in the nose and mouth which she has up to the present time. She also has episodes of paresthesias beginning in the right lower abdomen radiating up to her arm and down to her leg, producing numbness and tingling in the right side of her body lasting for up to an hour. These can happen as many as 3-4 times a day, and as few times as once a week. She has difficulty sleeping, and only sleeps several hours per night. She has burining at the site of both breast implants, even after their removal, for years up unto the present time. She has no history of skin thickening on the torso or arms or legs, no history of photosensitivity, skin rashes, malar rashes, alopecia of a patchy distribution. She complains of a loss of balance with falling episodes which her husband has noted as happeining over the last several years. She complains of easy bruisability, developing black and blue spots on her skin. She complains of poor concentration, attention span, and memory loss over the last several years, at least. The pt is using zantac presently and occassionally has bben on pepcid. She has no drug allergies, and has an occassional history of night sweats. She has occassional indigestion and heartburn and belching. Md writes, "this 61-year-old woman complains of a 20 year history of pain which began approx 3 months after she underwent a mastectomy with silicone implants replacement. Currently, she complains of tightness in her face, difficulty swallowing, dryness of her mouth and eyes, and occassionally raynaud's syndrome in her feet. She also complains of chronic joint pain and severe morning stiffness lasting about 2 hours, she denies rashes, seizures, epilepsy, renal disease, or blood disorder. She does state that she has mouth ulcers. Past medical history is positive for endometriosis, hysterectomy, fibrocystic breast disease, bilateral mastectomy, silicone implants in 1972, history of peptic ulcer disease. There is no significant family history of classic autoimmune disease. Physical examination revealed an elderly woman in no acute distress.